Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, telemetry and programming anomalies. Interrogation was not possible one day post implant.